Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that errors were obtained on the instrument and the water float sensor failed. The customer replaced the sensor. Patient results which were reported at the time of troubleshooting were repeated and corrected. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call. The cause of the discordant insulin and om-ma results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant insulin and cancer antigen 125 (om-ma) results were obtained on patient samples on an immulite 2000 instrument. The customer stated that patient samples were processed and reported during the time troubleshooting was performed. The physician(s) questioned an om-ma result. The customer performed repeat testing on the same instrument, for the patient samples which were reported during troubleshooting. Upon repeat testing, om-ma results which were initially negative repeated as positive, and insulin results which were initially high repeated within the normal range for the method. Corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant insulin and om-ma results.